Manufacturer narrative:
Investigation findings: an evaluation of the sternum saw handpiece is unable to be performed as the device has not been returned for investigation. A follow-up report will be sent if the device is received for investigation.